Event description:
Article ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿ reports a (B)(6) -year-old patient who was implanted with a left side textured silicone implant, device manufacturer unknown. The chart additionally provides that patient experienced a left side seroma. Treatment reported as implant removal and "cyclophosphamide, adriamycin, vincristine and prednisone (6 cures) [chop] or [chop-like]." Follow-up found "no evidence of disease." This report was initially sent to represent eleven patients; due to the discovery of identifying information, this supplemental report will now represent the (B)(6) -year-old patient device and MFR# 9617229-2016-00234, 9617229-2016-00235, 9617229-2016-00206, 9617229-2016-00236, 9617229-2016-00240, 9617229-2016-00241, 9617229-2016-00239, 9617229-2016-00238, 9617229-2016-00242, 9617229-2016-00245 and 9617229-2016-00243 have been sent to represent the other patients previously represented the initial report of MFR # 9617229-2016-00197.

Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ by c. Laurent, a. Delas, p. Gaulard, c. Haioun, a. Moreau, l. Xerri, a. Traverse-glehen, t. Rousset, I. Quintin-roue, t. Petrella, j. F. Emile, n. Amara, p. Rochaix, m. P. Chenard-neu, a. M. Tasei, e. Menet, h. Chomarat, v. Costes, l. Andrac-meyer, j. F. Michiels, c. Chassagne-clement, l. De leval, p. Brousset, g. Delsol & l. Lamant, published in annals of oncology, electronically published 11/23/2015. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of lymphoma alcl and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation."

Event description:
Abstract of literature article ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿ reported ¿19 I-alcls¿ cases. One of the two clinical presentations reported was ¿effusion.¿ eleven patients experienced alcl and "effusion." This record represents the 11 cases of alcl which presented as effusion. Histopathology reports that malignant cells were cd30-positive, and were alk negative. Article reported cases of both ¿in situ I-alcl¿ and ¿infiltrative I-alcl.¿ in regards to treatment, abstract reports ¿implant removal was performed in 17 out of 19 patients with additional treatment based on mostly chop or chop-like chemotherapy regimens (n = 10/19) or irradiation (n = 1/19). Chop alone or abvd following radiation without implant removal have been given in two patients.¿ there is currently no way to determine which treatments were used in these 11 cases. Manufacturer of devices is unknown.